Event description:
Following a fall, the patient presented to the physician with the ipg moving within the pocket, causing pain. Physician brought the patient into the or, re-sutured the ipg, and closed the incision.